Manufacturer narrative:
(B)(4).

Event description:
During procedure a complete se stent was implanted to treat a dissection. Approximately 14 months post index procedure the patient experienced stenosis of the left leg (l-1). No treatment was given. Issue is reported to be unresolved.